Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care. The customer indicated that there were no label errors, on-cups or duplicate samples. A customer service engineer (cse) was dispatched to the customers site and performed an instrument cleaning and alignment. The barcode read, quality control (qc) and calibration were determined to be acceptable. The cause of the event is unknown. The instrument is performing according to specifications.

Event description:
The customer alleged that the results obtained on one patient sample, identified as (B)(6), on the atellica ch930 analyzer correlated to the results obtained on another patient sample, identified as (B)(6). Once the operator noticed the similarities in results for two samples, the operator did not report the results and repeated the sample identified as (B)(6) on the same analyzer and obtained different results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00009 on 17-jan-2023. Corrected information (29-mar-2023): sections b5, d1, d2, and d4 of the initial MDR indicated that the event occurred on the atellica ch 930 analyzer. Based on further evaluation, it was determined that the impacted device is the atellica sample handler prime. Additional information (29-mar-2023): siemens further investigated the issue and determined that a spectral reflection off the top of the generation 2 vessel mover manager (vmm) carriers on the tube contributed the misidentification of the tube's sample identification (sid) number. The tube characterization station (tcs) left camera incorrectly reported the patient sample barcode. The carriers were replaced and a check for the barcode was implemented. Sections d1, d2, d4, g4 and the investigation findings and investigation conclusions codes in section h6 were updated to reflect the corrected and additional data. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00009 on 17-jan-2023 and the first supplemental report on 21-apr-2023. Additional information (07-jun-2023): siemens further evaluated the incident and determined that the customer used codabar symbology on the atellica sample handler prime, which is disabled by default. Siemens labeling recommends using code 128 in accordance with clinical and laboratory standards institute (clsi) approved standards, which indicates that codabar symbology should be replaced with code 128 before (B)(6) 2003. The customer's use of the codabar symbology did not follow siemens labeling and clsi approved standards and this contributed to the incident. The medical device problem code, investigation findings code, and the investigation conclusion code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.